Event description:
It was reported that the patient's right ventricular lead exhibited noise over-sensing resulting in pacing inhibition. Furthermore, the over-sensing resulted in inappropriate anti-tachycardia pacing (atp). No intervention was performed. The patient was stable.